Manufacturer narrative:
Additional narrative: it was reported that the patient underwent removal of vaginal grafts on (B)(6) 2007 due to erosion.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and (B)(6) 2006 and mesh was implanted. The date the mesh was implanted was not clarified. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6 )2006 and mesh was implanted concurrently with diagnostic cystoscopy due to cystocele grade 3. It was also reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted due to stress urinary incontinence. It was reported that patient underwent a mesh removal and revision on (B)(6) 2006.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-03717. The same patient is represented in each medwatch.